Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output is seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separation may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a laparoscopic assisted vaginal hysterectomy procedure, the probe broke inside the patient and the surgeon could not find the broken piece. An x-ray was performed but the surgeon was unable to visualize the fragment. It is believed that the broken piece was suctioned out when the area was irrigated. The procedure was successfully completed with another similar device. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
This supplemental report is being submitted to correct the lot number of the device, the manufacture date and to provide the device evaluation results. The device referenced in this report was returned to olympus for evaluation. A visual and microscopic inspection confirmed that the probe was broken in half. The broken probe measured approximately 10mm from the distal end. Additionally, the device failed the probe check and error code u509 (tip break) was displayed. This type of probe damage is most likely related to the operator's technique.